Event description:
It was reported that a pathfinder nxt fixed percutaneous rod inserter was discovered during inspection to have a broken tip. The instrument was discovered within an instrument set that is not regularly used. It is unk how and when the part was broken.

Manufacturer narrative:
Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause is design related. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.